Event description:
It was reported to philips the device displayed a pressure sensor error message. This event was reported to have occurred during use. The customer requested onsite repair. The field service engineer (fse) did not see an error message in the event log. The functional parameters were checked, and no operating anomaly was observed. The air and oxygen pressure sensors were working correctly. Following the evaluation of the device, the fse functionally tested the device and it successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).